Event description:
It was reported that prior to starting a da vinci surgical procedure, broken wires were identified on a medium-large clip applier instrument. There was no allegation of harm or injury to a patient. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found broken pitch up and down cables at the distal end. The broken cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis concluded that the cable damage may be due to improper cleaning techniques. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.